Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had screen unable to read. The customer¿s blood glucose was unknown. Customer stated that insulin pump received unexplained no delivery alarm. Customer stated that display going out did not read there are dead zones not see had to guess what was on screen. The device will not be returned for analysis.